Event description:
After treatment with the rotablator, the physician went back into the artery with a balloon. When inflating the balloon, he noticed that there was a perforation. The perforation was closed with a perfusion balloon.